Manufacturer narrative:
On 23 june 2016 it was prepared a final report with the information submitted in this report and in the initial one. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 21 april 2016. Lot 154697: (B)(4) items manufactured and released on 26 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size t3-i4, code 02.12.t3i4l, l lot. 153117 (k121416) (B)(4) items manufactured and released on 16 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 4/10 mm left, code 02.12.0410fl, lot. 153533 (k121416) (B)(4) items manufactured and released on 08 october 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of an infection. The surgeon removed the femoral component, insert and tibial tray. The insert and femoral component were replaced and an antibiotic spacer was implanted. The surgery was completed successfully. X-rays and explants are not available.